Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit noise oversensing leading to inappropriate shock delivery. The patient had been getting something out of the refrigerator when the shock occurred. In device follow up, there was some noise noted on rv rate/sense channel. The boston scientific local area sales representative stated that pacing impedance had been in decline since a few months prior from 775 to 512 ohms as of the most recent follow up. Daily measurements also show steady decline. Intrinsic r waves had also decreased, from 5 millivolts to 2.0 millivolts within a few months time. Isometrics could not reproduce the noise. There were no adverse patient effects associated with this event information.

Manufacturer narrative:
It was subsequently determined that the lead had been crushed in the area of the first rib and clavicle junction. The lead was unsuccessfully attempted for extraction and ultimately surgically abandoned. The investigation is considered closed.